Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verfied the malfunction. The cse inspected the device and replaced the proportional solenoid valve (psol). The unit passed extended self testing.